Event description:
Ous MDR. After an implantation time of about 22 months, inappropriate shocks, due to noise in the sensing channel were reported.

Manufacturer narrative:
Ous MDR. Both the mechanical and electrical performance of the lead was scrutinized. The analysis of the lead did not show any deviations from the technical specifications that can be related to the issues mentioned in the complaint description. In particular, the electrical inspection of the lead did not show any deviations from the electrical specification. The cuttings in the outer insulation are most likely due to the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.